Manufacturer narrative:
(B)(6) made repeated attempts to obtain the lot number for the product associated with this complaint. No conclusion can be drawn at this time. A review of nonconformances for the product did not reveal any trends for sterilization or packaging issues. A review of complaint trending data showed no negative trends regarding this type of complaint. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by (B)(6) medical, or its employees, that (B)(6) medical or its employees have caused or contributed to the event described in this report. (B)(6)medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to (B)(6) medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "post-operative infection had to be treated with antibiotics according to hospital's protocol. Obstetrics and gynaecology department of the hospital has had an increase in the number of post-operative infections in the last two months. The infections developed about 2 weeks after surgery, and are suspecting the autoclaving process, incision site disinfection, the post-operative wound management and the sutures (first supplied in july, and then in september). As of yet, only the autoclave has been ruled out.